Manufacturer narrative:
Additional procodes: kwp, kwq, mnh, mni, osh. The device history record (DHR) of product code: 199721000, lot: 262467 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: november 14, 2019. Visual inspection: the verse correction key was received at us customer quality (cq). The correction key's external threads were stripped. There were also some light scratches on the distal and proximal faces of the correction key. The received condition was consistent with the complaint condition thus the complaint was confirmed. Dimensional inspection: dimensional inspection was not performed due to post manufacturing damage. Document/specification review: conclusion: the overall complaint was confirmed for the received verse correction key. Although no definitive root-cause can be determined, it is possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during surgery on (B)(6) 2020, multiple issues were discovered with the implant system expedium verse when applying distraction and compression end of the ais correction. The single innie inserter stripped, inner innie of dual innie stripped when applying final tightening force with torque limiting handle, outer innie inserter stripped when applying final tightening, and torque limiting handle jammed and not releasing at correct torque. Compression/distraction was applied after complete construct was already fixed. The surgeon opened the relevant inner innies to allow rod gliding. When the surgeon tried to lock the inner innie the screwdriver and inner innie striped/got damaged. The surgeon had to replace those damaged double innies with new double innies. The surgery was completed with a delay of ten to fifteen (10-15) minutes. There were no patient consequences. It was further reported that an inaccuracy was detected during screw insertion with brainlab aeoro navigation and verse navigated screwdriver. The screw is only inserted over the kirschner wire for verification of the trajectory created initially with navigated drill or navigated finder; intra-op scan showed no obvious screw misplacement. This report is for a verse correction key. This is report 9 of 9 for (B)(4).